Manufacturer narrative:
Unique identifier (UDI), lot number, catalog number and protocol # are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an alarm. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
No lot number was provided; therefore, a history record review could not be conducted., corrected data: h.6. And h.10.